Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, auto mode switching episodes were observed due to oversensing. No programming changes have been made. The patient is asymptomatic and will continue to be monitored.